Event description:
It was reported that during an implant procedure, the helix of the lead was difficult to extend and retract. It was noted that the helix appeared to not move until there was movement of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism, tissue on helix and the lead appeared damaged at implant. The analyst commented that the lead was returned with the helix stretched, distorted/bent. However, the helix was able to be extended and retracted within specification. Helix length out of specifications due to helix distorted/bent.